Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. Based off the information provided, the most likely probable cause of the event is attributed to misuse due to using incorrect size.

Event description:
On 11/9/2022, it was reported by a sales representative via email that an ar-8935l low profile locking screw, length is unknown, went right through the ar-9943t locking third tubular plate, length is unknown, during insertion. This was discovered during an ankle fracture procedure in december of 2021. Case was completed by removing the screw and using another locking distal fibula plate, part number is unknown.